Event description:
Dentist inadvertantly turned on the handpiece before the implant driver was fully and properly seated into the implant. The spinning action of the driver damaged the internal features of the implant. Dr decided it was prudent to remove the implant. Implant removed in 2008. New implant successfully inserted.